Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported problem was confirmed using system logs, with the following errors recorded: c-34 and m-11. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c-34 upon startup, and the erbe log also showed error c-00. The erbe unit will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a component failure due to a generator c-34 voltage error.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported to technical support engineer (tse) that they were getting c-34 faults. Tse reviewed the logs and found no errors. Tse educated about classic mode setting and to switch the energy mode from swift to classic. The customer switched modes. The procedure was completed as planned with no reported injury.